Event description:
The customer reported that the unit will not operate on battery. The customer reported that the unit was not in use on a patient, occurred during setup for patient use. The customer contacted product support and the customer requested onsite service even if the battery is not covered. Created onsite work order. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the authorized service personnel (asp) verified that the unit wouldn¿t power with battery. The (asp) reported that the battery was replaced to address the reported issue. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.

Manufacturer narrative:
The replaced battery was returned for internal failure investigation. Failure analysis on the returned battery shows that the complaint cannot be duplicated. The returned battery passes all testing. No fault found.